Manufacturer narrative:
Hospital evaluated the unit repairs have not been completed.

Event description:
It was reported that the gas cylinder was allegedly leaking onto the floor. There was no pt involvement or adverse consequences.